Event description:
It was reported that the fiber broke into two pieces near the connector after a few mins of use. The procedure was completed using a second surgical fiber. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken and burnt, separated from connector; the distal tip also appeared to be damaged. The most probable root cause of the device failure was suspected to be related to user handling/excessive bending during the procedure.